Event description:
It was reported that the "older alaris units" have had vulnerability to wireless hacking. There was no patient involvement or specific events reported.

Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Additional information : imdrf annex a, b, c, d and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the "older alaris units" have had vulnerability to wireless hacking. There was no patient involvement or specific events reported.